Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the lbbb one day post implant of a sapien 3 valve cannot be confirmed; however, procedural factors (pressure from the implanted valve on cardiac structures) and patient factors (critical aortic stenosis, atrial fibrillation) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the s3i cap clinical study, one day post implant of a 26mm sapien 3 valve, the patient developed tachy bradycardia with a new lbbb requiring a pacer. Medical record review revealed following balloon aortic valvuloplasty (bav), a sapien 3 valve was deployed with "excellent landing" in the appropriate position in the annulus. Tte indicated no central leak and no paravalvular leak (pvl). The esheath was removed and the right groin access site was closed without complications. EKG demonstrated no widening or new bundle-branch and the pacer wire was removed. The patient tolerated the procedure well and was transferred to cv surgical ICU, awake and neurologically intact at the conclusion of the procedure. Postoperative day (pod) 1, telemetry monitoring revealed tachy-brady syndrome with episodes of uncontrolled a-fib 120's bpm with occasional 2.5 second pauses. The patient's heart rate trend was noted to be primarily 60-120 bpm with an occasional dip into the 30's. A new lbbb was also noted. The decision was made to implant a permanent pacemaker (ppm) due to the presence of symptomatic, non-reversible tachycardia/bradycardia syndrome with permanent a-fib and a new lbbb. A ppm was implanted on pod1. The patient was discharged on pod2.